Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was overfill. This event occurred 16 times. The following information was provided by the initial reporter. The customer stated: the "tubes drew more than the specified volume of blood."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1098444. Medical device expiration date: 2022-07-31. Device manufacture date: 2021-04-08. Medical device lot #: 1137371. Medical device expiration date: 2022-08-31. Device manufacture date: 2021-05-17. Medical device lot #: 1074739. Medical device expiration date: 2022-06-30. Device manufacture date: 2021-03-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1098444. Medical device expiration date: 2022-07-31. Device manufacture date: 2021-04-08. Medical device lot #: 1137371. Medical device expiration date: 2022-08-31. Device manufacture date: 2021-05-17. Medical device lot #: 1074739. Medical device expiration date: 2022-06-30. Device manufacture date: 2021-03-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was overfill. This event occurred 16 times. The following information was provided by the initial reporter. The customer stated: the "tubes drew more than the specified volume of blood."

Manufacturer narrative:
Investigation summary bd japan received 16 unused samples and one photo of pdf draw form for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by draw testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. H

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was overfill. This event occurred 16 times. The following information was provided by the initial reporter. The customer stated: the "tubes drew more than the specified volume of blood."